Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements. A chest x-ray was taken and showed that the device had migrated in the pocket and pulled the slack out of the lead. It was noted that the patient had fallen a couple of times. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead body appeared crushed/twisted 18 centimeters (cm) from the lead tip. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The lead passed continuity testing, however, did not pass resistance testing due to the observed damage to the lead. Detailed analysis did not confirm the reported observations and concluded the lead body damage was consistent with damage related to the explant procedure.